Manufacturer narrative:
The distributor reloaded software. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
During a service visit, distributor noted the unit had a system reset error. There was no report of patient involvement.